Manufacturer narrative:
There were two changes in the correction of tis MDR. The first is e2: health professional, it was changed to yes. The second change was in g3: date received by manufacturer. It should be 04/18/2024 instead of 05/16/2022.

Manufacturer narrative:
A review of the device history record has been completed. The pump passed all previous tests. Complaint data was reviewed, there are no previous complaints on this device. The pump was received on 2/22/2024. Analysis of the returned device was completed on 4/18/2024: upon pump power up to pull the event log, the pump began to alarm system error immediately. The reported issue was confirmed. The event log was then unable to be pulled due to limitations with the tool for h pumps at the time. The reported condition was reproduced during testing. Reported issue found, device not performing to specification. A CAPA has been opened in order to fully investigate and address the root cause of the reported event. This MDR will be reopened and updated in the event the device involved or additional information becomes available.

Event description:
The first and original date of initial contact of this complaint was 05/16/2022 and it was not a reportable event. No patient was harmed. The device was returned on 02/22/2024 for further evaluation. On 04/18/2024, infutronix investigated on the returned device and discovered it had an issue of alarm system error which was reportable.